Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 376 (mg/dl). A pump bolus was delivered to address bg levels. Reportedly, the customer stated their elevated bgs were not related to the pump and therefore declined to complete troubleshooting with tandem technical support.